Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma, granuloma, lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma, lymphadenopathy, and seroma.

Event description:
Healthcare professional reported left side 'enlarged lymph nodes, 'minimal fluid', 'granulomatous inflammation caused by silicone leakage', 'baker stage ii', and 'creases'. Device was explanted and replaced with non-abbvie device.

Event description:
Healthcare professional reported left side 'enlarged lymph nodes, 'minimal fluid', 'granulomatous inflammation caused by silicone leakage', 'baker stage ii', and 'creases'. Device was explanted and replaced with non-abbvie device.

Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaints are: lymphadenopathy: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Crease / folding of implant: observe. As per the investigation procedure crease deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
Visual analysis of the photographs identified: device photograph(s) for the device related to the reported event of silicone migration and crease/folding of implant requested on (B)(6) 2024, with lot number 2433426 and catalog number n-tsf345. Silicone migration: unable to observe as it is a medical event that is not related to the device. Crease/folding of implant: observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side 'enlarged lymph nodes, 'minimal fluid', 'granulomatous inflammation caused by silicone leakage', 'baker stage ii', and 'creases'. Device was explanted and replaced with non-abbvie device.